Event description:
The customer alleged that her contour meter was not reading accurately and that she collapsed as a result of the readings. The customer tested her blood glucose and received a contour reading of 124 mg/dl. Her blood glucose was then tested using a hospital meter and that reading was 63 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer refused to troubleshoot or provide any additional information. She was advised to return her test strips for evaluation. Replacement test strips were sent to the customer. Her meter was also replaced at her insistence.

Manufacturer narrative:
The customer refused to provide the reagent information, so the meter information was provided instead.